Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the programmer said after 6 months that the device just wasn't working properly anymore. It was reprogrammed until they could get a new battery. No further complications were reported or anticipated. Information was received from a family member regarding the patient. The caller stated that they were told by the healthcare provider that the patient¿s ins will need replacement soon, and they requested physician listings. The caller stated that they noticed the ins is taking longer to charge. They mentioned that the patient used to charge every 16 days, and now they charge every 10 days. The caller noted that the patient had a stroke 2 years ago, and it made their legs worse. They stated that the physician reprogrammed the patient and adjusted the device to help with their legs. Patient services sent physician listings. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend regarding a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain and chronic low back pain. It was reported that over the 6 years the implant slowly hasn't been working. It was reported that the patient knows how to increase and before, making an increase would decrease the pain such as when they did more walking but now when they increase it gets up to 2.5 and pain is worse. It was reported that it used to take 2 hours to charge implant and now it takes 3. It was also reported that if the patient moves a tiny fraction they lose coupling. Recharger antenna was reported too hot, thermometer seen. No further complications reported and/or anticipated at this time. On (B)(6) 2018 patltr (con) additional information was received from the patient who reported they were (B)(6) at the time of event, the replacement antenna sent to the patient resolved the hot thermometer screen seen and poor coupling. Patient also reported not knowing what the circumstances were that led to device slowly not working and having pain with increases.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient had had the device for 7 years, the charge had gone down since year 5, and "it now takes 2.5 hours." The patient reported replacement surgery had been scheduled for (B)(6) 2019. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding the patient. The caller stated that they were told by the healthcare provider that the patient¿s ins will need replacement soon, and they requested physician listings. The caller stated that they noticed the ins is taking longer to charge. They mentioned that the patient used to charge every 16 days, and now they charge every 10 days. The caller noted that the patient had a stroke 2 years ago, and it made their legs worse. They stated that the physician reprogrammed the patient and adjusted the device to help with their legs. Patient services sent physician listings. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the device was taking 2.5 hours to charge and at 1.40 on the device they were doing it once every 2 weeks. The device replacement had not been scheduled but the patient had a meeting with their doctor on (B)(6) to discuss when it will occur. No further complications reported/ anticipated.